Event description:
The pump was returned for investigation. Investigation revealed that the pump was not functioning due to moisture corrosion in the battery compartment. Evaluation revealed a crack at the battery compartment threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/19/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: evaluation revealed that the pump was not able to power on due to moisture corrosion in the battery compartment. The battery compartment was observed to be cracked at the threads. A pump leak was found during testing. Further testing was not able to be performed due to the unresponsive pump. (B)(6).